Event description:
Report received of death while device was in use. The device was programmed to deliver morphine 1mg/ml in the pca only mode, with a 2mg pca dose, a "10 or 15 minute lockout" and an unspecified 4 hr limit. The customer reported that the next day at 0705, the pt was discovered unresponsive and a code was called. The pt was resuscitated and transferred to the ICU. The pt was reportedly diagnosed with anoxic encephalopathy and expired two days later. The customer contact reported that there were 14 mg used of the vial, which was the expected amount and there was no indication that the device did not deliver as programmed. The device was not isolated or identified by serial number and it was returned to clinical use. Though requested, no additional information was provided.